Event description:
Complainant alleged that during a routine shift check by a clinician, the device shut down inappropriately when energy was set at 180 joules or higher and the charge button was pressed. Complainant indicated that there was no patient involvement in the reported malfunction.